Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that during a replacement procedure for normal battery depletion, there was insulation deterioration noted at terminal pin to lead body interface. The lead was repaired. No adverse patient effects were reported.